Event description:
Pt with lvad listed for heart transplant. Previously experienced thrombosis of lvad with lvad replacement on (B)(6) 2014 and subsequent chronic driveline infection. Pt underwent heart transplant on (B)(6) 2016. Pt diagnosed with cva on (B)(6) 2016 with hemicraniectomy on (B)(6) 2016.